Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when performing a software update, it was discovered there was a calibration issue with the display touchscreen. Response to request for additional information indicated there was no patient involvement at the time of the incident and therefore no harm occurred. An additional request for further information regarding the incident has been sent and the response is not yet received.